Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify over delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 81 mg/dl before the low. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer was using a competitor's sensor system. The insulin pump, reservoir, and infusion set will be returned for analysis.